Event description:
It was reported that hospital user stated that purewick male external catheter was awful. Every time user strained to urinate, it would dirty the user. Some nurses fussed so much that user wouldn't say anything and ended up with a rash and sores on skin. Out of hospital 6 days but still treating it. It leaked around the tape too. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hospital user stated that purewick male external catheter was awful. Every time user strained to urinate, it would dirty the user. Some nurses fussed so much that user wouldn't say anything and ended up with a rash and sores on skin. Out of hospital 6 days but still treating it. It leaked around the tape too. It was unknown what medical intervention was provided.